Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon could not be identified. [Consideration] from the investigation results, it was presumed that the reported phenomenon was occurred due to the emergency lamp failure of the subject device. The cause of the emergency lamp failure could not be identified. -emergency light error occurred due to emergency light failure -no physical effects were found on the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found that the emergency lamp error occurred (the emergency lamp indicator on the front panel of the subject device was blinking/flashing). The subject device had been returned to olympus (B)(4) for repair of the connecting cable. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). Olympus (B)(4) confirmed the reported phenomenon and it was occurred due to the emergency lamp failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.